Event description:
A 14 fr/10cc indwelling foley urinary catheter was inserted prior to surgery. Catheter balloon was checked and intact prior to surgery. Balloon deflated during surgery and slipped out. A small tear was noted in the balloon.